Event description:
It was reported that prior to generator replacement surgery on (B)(6) 2014 due to near end of service, pre-operative system diagnostics revealed high impedance (dcdc ¿ 7). The patient¿s lead was also replaced during the procedure. The explanted products have not been returned to date.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.